Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed three bends in its body. The distal weld had become separated from the core wire and the swg was unraveled. The core wire was still attached to the coil wire. Microscopic examination of the swg confirmed that both welds were attached. The total length of the swg core wire measured 456 mm, which is within specifications of 450-458 mm per swg graphic. The outer diameter of the swg measured 0.791 mm which is within specifications of 0.788-0.826 mm per swg graphic. The undamaged portions of the guide wire were passed through a lab inventory ars and 18 ga introducer needle to functionally test. The guide wire passed through both with minimal resistance. A manual tug test confirmed that the proximal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was separated from the distal weld. Dimensional inspection and a device history record review based on sales history did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Two mdrs submitted: 9680794-2020-00310 - spring wire guide kinked. Spring wire guide unraveled. Lot# unknown. Potential lot# 13f20b0001.

Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.